Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted ¿ unknown date in 2003. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device was discarded.

Event description:
Patient underwent a right total knee arthroplasty and approximately 13 years post-implantation was revised due to infection. The tibial bearing was removed and replaced and an irrigation and debridement was performed.